Event description:
The lma classic airway did not hold inflation during pt use. The lma was removed and another mask was used. There was no pt problem or incident.

Manufacturer narrative:
This lma classic was returned with a clear airway tube and a lightly marked connector. The valve functions correctly. The mask does not hold inflation due to a 2mm long, ragged tear in the cuff. The hole is located near the tip of the cuff on the bowl side. Additionally, there is a tear in the silicone of the bowl of the mask located close to the aperture bars. The holes are consistent with that seen when the mask hits something sharp that catches on the silicone and tears through it. This report contains info from third parties, the accuracy of which has not necessarily been confirmed by the reporter.